Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm was received that could not be cleared. Blood glucose level was 408 mg/dl. Reportedly, the customer obtained back up therapy.